Event description:
It was reported that the customer had a excessive no delivery alarm on insulin pump. The customer's blood glucose level was 317 mg/dl. The customer was treated with injection. The customer stated that no delivery alarm during basal, bolus and fixed prime. The customer was offered for troubleshooting but she does not have time. The customer was advised to change infusion set and call back when she have time for troubleshooting. The customer was assisted on how to check bolus history. No further information was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.